Event description:
Patient had normal swelling after injection that went down. Three weeks later, she had swelling throughout her face, her eyes, nose, nlf, etc., and she felt hard material in the nlf. She was put on otc benadryl. Her doctor also later prescribed a medrol dose pack.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.